Event description:
Pt received overinfusion of morphine using abbott pca 4100 plus infusion pump. Pt given narcan to counteract drug overdose. No other complication noted. Device removed from svc for evaluation.